Event description:
Pt enrolled into the trial. Renal insufficiency reported as well as a major hemorrhagic stroke. Pt had slurred to garbled speech, blank stare, right sided facial droop. A CT scan which showed a "large intraparenchymal hemorrhage" in right superior parietal lobe. Action taken included labs, exg, intubation, ventilator, and medication change. Pt expired in 2008.

Manufacturer narrative:
Please reference MDR 2183870-2008-00157 for protege rx used in this procedure.